Event description:
Caller reported experiencing a minimum fill notification with their device. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area. Despite attempts to resolve the issue by reloading and replacing the cartridge, the caller ultimately decided to obtain an additional cartridge for future use and was instructed to contact support again if necessary. Case was closed by technical support.